Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: unknown, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that the patients ipg was not holding a charge and the lead had high impedances. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.